Event description:
During preventative maintenance, the pump displayed the message "overspeed" as the pump speed was increased. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.